Manufacturer narrative:
Examination of the submitted adapter was unable to confirm that the hudson adapter is not cut to specs, however the end is damaged/stripped and non-functional. Previous reports against the adapter were confirmed for the same reported malfunction. The root cause was attributed to product wear out. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Shoulder on hudson adapter is not cut to specs. It will not chuck up onto equipment.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed